Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported the internal paddles failed testing. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service / replacement of the large switchless int pdl. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.